Event description:
The customer reported that the system was making a buzzing noise and wouldn't take a picture. A pt was involved but not injured. They were able to complete the procedure on a different c-arm.

Manufacturer narrative:
The ge service rep tested the system and could not duplicate the symptoms. He tightened the articulating arm mounting bolts and adjusted the friction brakes then adjusted the monitors.